Event description:
Boston scientific received information that this patients device emitted beeping tones indicating end of life after being implanted for less than one year. Once the device was interrogated it was found to be in safety core mode. Boston scientific technical services was consulted and stated that there had to be 3 resets within 48 hours to cause the device to enter into safety core. The device was explanted and successfully replaced and will be returned for analysis.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found no irregularities. A complete interrogation of the device verified that the device is in safety core. This device went to safety core due to a queue validation failure. The first fault and the last one which caused the device to into safety core was tripped over a month before. Therapy was available under all device states during this timeframe. Further lab analysis placed the device in a cold reset and was able to get the device into normal operation. The device was then put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device passed all expected test.